Event description:
Register nurse reported PICC leaking. Clamped and heparin locked until vascular access could assess on the following day, flushed catheter with normal saline and noted leaking from junction of catheter and wings. Blood return still noted. PICC discontinued due to damaged catheter.